Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non dehp solution set had a cracked filter. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation contaminated with blood. Visual inspection was performed with the naked eye. The reported issue was not identified during visual examination. Due to the nature of the sample no functional testing was performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.